Manufacturer narrative:
(B)(4): a f/u report will be submitted after philips obtains more info concerning this event.

Event description:
The customer reported that staff had taken the mx40 device out of standby in the pt room and the sector at the info center remained in standby. When staff checked the pt again the pt was found breathless and eventually expired.